Event description:
It was reported that the patient's pump had flipped in the past but the exact date of occurrence was unknown. It was indicated that the pump was revised and re-anchored. No further information was provided. It was unclear if the drugs delivered via pump were bupivacaine only or bupivacaine and hydromorphone.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Manufacturer narrative:
(B)(4)